Event description:
It was reported that the customer experienced air bubbles inside the reservoir. The customer's blood glucose was 264 mg/dl. The customer declined troubleshooting. The customer stated that she would return five reservoirs. Advised that repalcement reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Three random sealed reservoirs were tested per specifications. The reservoirs passed no air bubbles were noted during testing.